Manufacturer narrative:
Because the lot information for this sample is unknown is not possible to perform a device history record (DHR) review. The sample consisted of one palindrome catheter inside a plastic bag with other components and it presented signs of use (the pull apart was used). The catheter was received cut in half to 3 inches from the hub and 6 inches from the tip. No kink was observed in the catheter. The event reported was not confirmed. An ishikawa diagram was used to determine the potential causes for this event and the manufacturing process for this product was reviewed. Based on all gathered information, the most probable root cause for this event can be considered as customer misperception. During evaluation it was determined that the sample returned presented signs of use, but no indication of a kink was identified. No trends and no triggers have been identified. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. No additional information was received for investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event. However, the design and process mode and effects analysis (dfmea and pfmea) were reviewed in order to identify the possible causes for the failure. The following potential causes were identified: mis-execution, mishandling, machine malfunction, in-process inspection not performed, or defective material. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the catheter kinked.

Manufacturer narrative:
Submit date: 2017/may/09. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the catheter kinked.